Manufacturer narrative:
(B)(4). The device was returned to baxter and the evaluation is complete. The device passed electrical and functional testing. External and internal visual inspections were performed and found no issues. The pneumatic system was tested and found no issues. Multiple short therapies were performed on the device successfully. The reported issue was confirmed through an event history log review. The cause was a false empty detected and the initial drain alarm setting was inappropriately programmed. Homechoice / homechoice pro apd systems patient at-home guide states in the warnings: ¿setting the I-drain alarm volume too low or off can result in an incomplete initial drain followed by a full fill. This can result in an increased intraperitoneal volume (iipv) situation. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
It was reported that the home patient (hp) felt bloated during dwell one on the home choice (hc). The home patient (hp) stated they had performed a manual exchange earlier that day and the manual exchange did not drain all the fluid out. The hp stated the initial drain volume (dv) equaled 23ml. The technical service representative (tsr) had the hp press stop and down arrow to manual drain. The hp drained 3661ml and the hc went to stopped dwell. The tsr reviewed the therapy. The therapy was continuous cycling peritoneal dialysis, the total volume equaled 7500ml, the total time equaled 8:00, the fill volume (fv) equaled 1500ml, the last fill volume (lfv) equaled 0ml, the patient weight equaled (B)(6), the cycles equaled five, and the initial drain alarm equaled 0ml. The hp stated they performed a manual 2l exchange every day. The technical service representative (tsr) arranged the return of the device. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.